Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer also reported that the device was squirting out insulin during manual priming. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement test. However, the pump gave a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. No moisture damage was found on the electronics, motor, battery tube or vibrator assembly. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a missing end cap sticker and a cracked reservoir tube lip.